Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that an infection was discovered at the cranial and abdominal site. Laboratory testing was performed on (B)(6) 2017 and resulted in the identification of staphylococcus aureus so the family wanted the deep brain stimulation (dbs) system removed. After a day-long test without stimulation was performed on (B)(6) 2017, it was noted that the patient's condition was not better or worse so the system was removed. The etiology was noted as not related to the device/therapy and unlikely related to the implant procedure. The seriousness of the event included in an in-patient or prolonged hospitalization, an emergency room visit, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions taken to resolve the event included explanting the entire system on (B)(6) 2017. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# 0207457611, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3389-28, lot# 0207202914, implanted: (B)(6) 2013, explanted: (B)(6) 2017-04, product type: lead; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the other etiology of "infection of the deep brain stimulation (dbs) system" was omitted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported etiology was updated to surgery/anesthesia. No further complications were reported/anticipated.